Manufacturer narrative:
The reagent lot number and the expiration date were not provided. The field service engineer (fse) inspected the analyzer, cleaned the sample probe's vacuum and fluidics path, replaced the syringe seal, and replaced and readjusted the sample probe. He confirmed that the analyzer was again performing according to specifications. The investigation determined that the service actions resolved the issue. The specific cause of the event could not be determined.

Event description:
The initial reporter received questionable hba1c results from two patient samples tested on the cobas c513 analyzer commercial system. Patient sample 1 the initial result from the analyzer was 9.6%. The first repeat result from an hplc analyzer was 5.3%. The second repeat result from an unspecified cobas analyzer was 5.6%. Patient sample 2 the initial result from the analyzer was 13.6%. The first repeat result from an hplc analyzer was 5.0% the second repeat result from an unspecified cobas analyzer was 5.3%.